Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00x38mm synergy¿ drug-eluting stent was advanced but was unable to cross in the proximal rca. However, during the procedure, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.